Event description:
Suction canister and tubing have been collapsing when used to suction on both units involving numerous patients (all intubated patients, patients with chest tubes, etc.). Unaware the company had changed the design of the suction.